Event description:
Information was received indicating that a smiths medical cadd solis vip pump was not able to keep date and time, had a defective internal battery and was not properly charging. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.